Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had vomiting and severe pain in their back, so they went to the ER on (B)(6) 2019. The patient was worked up and discharged. Her incisions were not suspicious, but blood cultures returned with staph, so the patient was admitted to the hospital on (B)(6) 2019 and was explanted. The infection was noted to be around the ins. The surgeon noted that the patient hygiene may be a contributing factor. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the physician said the patient status is improving and she is on IV antibiotics. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.